Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that during a supply change the ilet indicated the cartridge was empty and, while filling tubing, presented an unable to proceed alert; after restarts and reattempts the alert recurred until all supplies were replaced and the change then completed, consistent with a failure to infuse associated with a motor stall, and the user also reported an overheating charging pad. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and analysis of user-provided information. Investigation of this case revealed a communication-related problem identified during troubleshooting and a device issue consistent with failure to infuse involving the motor component. Replacement supplies were provided and the user successfully completed the procedure with no further alerts. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.